Event description:
Pursuant to info received from physician, the pt was bilaterally implanted gel mammary prosthesis on 5/7/91. Subsequently, it was noted that the pt had developed capsular contracture and auto-immune symptoms. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.